Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported elevations in ldh could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed transient elevations in pump power as well as low voltage alarms. The submitted log file contained data from (B)(6) 2018 to (B)(6) 2019. Minor, intermittent elevations in pump power ranging between 6.1 w and 6.6 w were noted on (B)(6) 2018 through (B)(6) 2019. The log file also recorded a low battery hazard alarm on (B)(6) 2019 when the patient depleted their batteries below the low voltage hazard threshold. The alarm resolved when the patient connected to fully charged batteries. The log file appeared to show the system operating as intended. The account reported that the patient had elevations in their ldh up to the 800 range. A ramp echo was performed which showed that the patient¿s aortic valve did not close at 11,000 rpm. The cause of the patient¿s elevations in pump power were unknown and the powers reportedly returned to baseline. The patient was asymptomatic. The patient was treated with a heparin drip, nahco3 gtt, asa increased to 325mg daily and increased goal inr to 2.5-3.5. The patient remains ongoing on vad support with no further issues reported. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii patient handbook addresses all system controller alarms and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted on (B)(6) 2019. The reason for transplant was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Approximate age of device- 4 years, 21 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported patient presented with low inr of 1., low hemoglobin and high ldh levels in the 800s. The patient was put on a heparin drip and ldh reportedly decreased to 631. Technical services reviewed the submitted log files and confirmed erratic above baseline powers. In the few days prior, the pump powers had returned to baseline. Per additional information received 30jan2019 it was reported a ramp echo was performed and the patient's aortic valve did not close at 11,000 rpm. The patient is not symptomatic and the clinician reported they have not identified a clear cause of the elevated pump powers. The patient is back at baseline and remains inpatient on a heparin drip, nahco3 gtt, increased aspirin to 325mg daily and increased goal inr to 2.5-3.5. No additional information has been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of elevated ldh (lactate dehydrogenase) and aortic insufficiency, as well as the reported transplant, could not be conclusively established through this evaluation. Additionally, review of the patient¿s submitted log files confirmed minor elevations in pump power; however, a specific cause for these elevations could not be conclusively determined. The submitted log file contained events from (B)(6) 2018 to (B)(6) 2019. Minor, intermittent elevations in pump power were captured between (B)(6) 2018 and (B)(6) 2019. No notable events or alarms were captured. The log file appeared to show the system operating as intended. The customer communicated that no additional information would be provided. The device was not returned for evaluation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii lvas. This section also contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, under "anticoagulation", provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values. Additionally, the IFU describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In the patient handbook, section 3, ¿powering the system¿, provides important information regarding the heartmate ii batteries, including the sub-sections ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries". Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.